Event description:
A discordant, falsely elevated vancomycin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was rerun on an alternate advia centaur instrument and resulted lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin result.

Manufacturer narrative:
The customer had called the siemens technical solutions center because of over-recovery on quality control (qc) results and the system was indicating they required dilution. The customer reran all samples that had been run on the instrument during that timeframe and discovered the falsely elevated vancomycin result. A siemens customer service engineer (cse) was dispatched to the customer site and discovered that the instrument had locked up. The cse evaluated the event logs and luminometer dark counts and did not find an instrument malfunction. The customer was instructed to reboot the system, which resolved the issue. The cause of the discordant, falsely elevated vancomycin result was a glitch. This instrument is performing according to specifications. No further evaluation of this device is required.